Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, priming and excessive no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and cosmetic damage on the insulin pump. Customer's blood glucose level was 401 mg/dl. Customer experienced nausea, vomiting and treated their high blood glucose via manual syringe. Customer advised the device fell to the ground. Customer advised the bolus delivery was seen in the bolus memory. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.